Event description:
On 6/17/94 distributor learned from the hosp that the ventilator stopped working on 6/2/94 on a pt and displayed 9902 error code. The hosp also reported that the pt had to be "bagged" and switched to another ventilator, because unit was displaying "do not use" after having been turned off and back on. The hosp did not notice any distress or complication with the pt.